Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's device had not worked for several years so they quit putting the batteries in. The patient reported they were having pain in their back and down their leg. The patient stated they had done cat scans and x-rays and they didn't show what they needed to know. The patient stated their pain healthcare provider (hcp) wanted them to have an MRI. MRI guidelines were reviewed with the patient, and they were redirected to their hcp to further address the issue. The patient stated their pain surgeon took the battery out of their device on (B)(6) 2025 but could not get the lead out because it was stuck.